Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump was alarming for a week. A critical alarm was confirmed by telemetry. Patient had multiple motor stalls and recoveries since (B)(6) 2011. Low battery reset and safe state events were also reported. The patient had withdrawal symptoms of increased baseline spasticity and fever. The patient was receiving over 800mcg/day of baclofen (lioresal) and was being put through aggressive withdrawal protocol. The pump was replaced due to "catastrophic failure of pump".